Manufacturer narrative:
Additional information received indicated that technical support assisted customer with resetting pump to resolve the issue and customer may continue to use pump for insulin therapy.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.